Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with two units of polyflux 140h, external water leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, four photographs of the sample were provided for evaluation. Visual inspection pictures one and two only show the product label. Picture three shows a red marked area on the product. Due to the poor image quality, no fault can be seen. Picture four shows the product during priming and there are water drops on the housing and the product holder. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.